Event description:
It was reported that the pta balloon would not deflate after in-stent afs restenosis. The balloon was inflated one time to 10 atm. The balloon was punctured with a needle stick through the skin and removed through the sheath without further incident. There was no report of pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.